Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Upon delivery of the pump there was a pump-guidewire interaction. The guidewire removal would pull the pump back as well. The team observed that the wire had become knotted. The team removed the damaged wire and pump. The product was replaced. There was no patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) and the product damage (cannula kink) issues has been completed since the original report was filed. The pump was returned for investigation. Product evaluation confirmed the presence of guidewire tip damage and a catheter kink on the pump. The cause of the guidewire product damage was use related. The cause of the cannula kink product damage was a catheter kink.